Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient experienced heartburn. An endoscopy procedure was performed and it was noted that the stent migrated into the lower digestive tract. One of the stent flange's perforated the descending colon and fecal juice was observed in the stomach. The stent was removed from the patient using a snare. The perforation was closed using an endoscopic clip and the puncture site was also closed. The procedure was completed without implanting a new device. In the physician's assessment, there was a relationship between the heartburn, perforation and the axios stent. The patient's condition at the conclusion of the procedure was reported to be good.